Event description:
In 2009 - patient underwent mesh implant. Seven months later - patient was admitted to the hospital for a fever and complained of abdominal pain and requested surgeon schedule explant procedure of mesh, as patient believed she has a hernia recurrence and an infection at the site. A CT scan was performed which showed no recurrence and there is no indication of infection. The md reported that an explant would be performed per the patient's request, however, there is no product defect or failure noted. A mesh explant procedure is scheduled for twenty days later. That day - patient underwent mesh explant procedure. Per operative notes, in addition to explant of subject product, one of two previously placed meshes were also explanted. All patches were completely incorporated into the healing process and there was no evidence of infection or recurrence. Patient was taken to recovery in stable condition.

Manufacturer narrative:
The returned sample consisted of an explanted hernia mesh patch. Visually the patch was slightly irregular in shape and contracted, unremarkable for an explanted patch with a substantial amount of tissue in-growth into the mesh side of the patch. A small amount of tissue was noted to be attached to the eptfe side of the patch. A small piece of the eptfe overlap was noted to be missing from the edge of the patch. Based on the available information, we cannot determine when (implant or explant) or how (cut or torn) the missing eptfe overlap became separated from the patch. Explant operative report states "all patches were completely incorporated into the healing process. There was no evidence of infection. There was no evidence of hernia recurrence". The operative report also states that after the 2 mesh patches were explanted, "the repair was not reinforced with any additional mesh material, again at the patient's request". While no product defect was identified during the sample evaluation, or indicated the provided medical records, we are unable to determine if the device caused or contributed to the patient's reported pain.